Manufacturer narrative:
Eval: results - a visual inspection of the returned product shows the lens has a haptic torn off and is stuck in the cartridge. There is no visible damage to the cartridge. There is clear surgical residue on the lens and cartridge. It should be noted that the injector was not returned for eval. Conclusions - an investigation was opened to evaluate a complaint trend associated with lens tears that was originally identified in june 2005. Possible root causes for lens tears include both delivery system issues and possible handling errors by the customer. To address delivery system issues, all stages in the manufacturing of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, all injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.

Event description:
The reporter stated that the surgeon was advancing a 21.0 diopter three piece silicone lens in an aq cartridge and the lens tore due to the cartridge was too sticky and was not letting the lens advance smoothly. No pt contact.